Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited low r wave sensing, low pacing impedances, and high pacing threshold measurements. A revision procedure was performed. The physician attempted a lead extraction; however, could not pass a stylet down the lumen of the lead. A locking stylet was pushed down the lead approximately 10 centimeters (cm), but could not pass any further down. The superior vena cava (svc) coil was noted to have separated during traction without the locking stylet in. The lead could not be extracted, thus was surgically abandoned. No adverse patient effects were reported.